Manufacturer narrative:
Upon arrival at spectrum medical, no issues occurred while testing system functionality. The unit operated without faults or screen issues. It was noted that the device was on an earlier software build and recommended the unit be updated to the latest version. Unit functioned as expected.

Event description:
User reported that they were unclear whether there was positive flow after hard reboot, so the user resorted to hand-cranking until certain that there was flow. There was no patient harm.